Event description:
The recipient had been experiencing hearing loss with the device since (B)(6) 2025. Moreover, in (B)(6) 2025 difficulty responding to sounds was observed. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a loss in hearing benefit with the device due to a post-operative migration of the electrode out of cochlea. Furthermore, during device investigation damage to the active electrode caused by device minute mobility was found. This is a final report.

Event description:
The recipient had been experiencing hearing loss with the device since (B)(6) 2025. The user has been re-implanted. At explantation, the electrode was found positioned in the tympanic cavity.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a loss in hearing benefit with the device due to a post-operative migration of the electrode out of cochlea. Re-implantation surgery is planned but no date has been scheduled yet.

Event description:
The recipient had been experiencing hearing loss with the device since (B)(6) 2025. Moreover, in (B)(6) 2025 difficulty responding to sounds was observed. Re-implantation is considered.